Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec determined that the cause of the reported reboots was that the device's internal battery was critically low. Ventec downloaded the device's electronic records (system logs) for analysis which showed that the device had alarmed multiple times for "internal battery low", as well as "internal battery critically" low prior to the reboots. Furthermore, ventec was able to confirm that the device was not plugged into an ac power source at the time of (or leading up to) the reboots. The vocsn clinical and technical manual states the following [p.110]: "the internal battery critically low alarm activates when the internal battery is disconnected, faulty, or when the battery is critically low (charged to less than 33% its capacity). Ventec plugged in the device to charge the internal battery, which resolved the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the use error.